Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-13855. According to the information provided by olympus (thailand) co., ltd., MFR report #8010047-2021-13855 overlaps with MFR report #8010047-2021-12649. The event reported in MFR report #8010047-2021-13855 has already been reported in MFR report #8010047-2021-12649. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.